Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted ¿the mesh to be chronically incarcerated in omentum within the defect and had to be removed.¿ it was reported that the patient experienced severe pain, nausea, physical deformity, inflammation, loss of appetite, weakness, stress and anxiety. No additional information was provided.